Event description:
Procedure type: oral surgery. According to the reporter: the pt returned moments after leaving the hospital with open wounds. The suture seemed to have absorbed, unraveled, or fallen out. They had to reconstruct the wound with other sutures. No reported residual ill-effects to the pt. Pt's status reported as recovered. They do not have exact dates or any other info on other cases.

Manufacturer narrative:
.